Event description:
Customer reported an implant loss. Incomplete form. Customer did not include: event field. Date of implant placement. Date of implant loss. Action taken: emailed the customer to obtain info - pending for reply from customer. (B)(6) 2026, (B)(6) customer responded with details. Above details has been updated.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.